Event description:
Sorin group (B)(4) received a report that the gas blender stopped delivering gas during the procedure. There was no injury to the pt as a result of this incident.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 gas blender. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4)'s medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that the gas blender stopped delivering gas during the procedure. There was no injury to the pt because of this incident. Sorin group (B)(4) functionally tested the returned gas blender. The reported problem of the gas flow stopping was not reproduced; the device functioned as expected. As a precaution, sorin group (B)(4) replaced the dc circuit card and eprom. The gas blender has been returned to the customer. No further action is deemed necessary.